Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly the customer was not performing the air removal step. Tandem technical support educated the customer that not performing the air removal step is off label per the tandem user guide. Customer loaded a new cartridge to address the issue and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose level.